Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific reported that this ra lead exhibited out of range pacing impedances. It was suggested to try and reproduce the measurements with isometrics and pocket manipulation.

Manufacturer narrative:
This complaint was reopened from an old file. It was reported that this lead was capped on (B)(6) 2020 due to oversensing and low pacing impedance. Noise was also detected on the egm. The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.